Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported less than two weeks after implant, that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. The patient had presented in their clinic on two separate occasions after hearing the device toning. Interrogation revealed oversensing of noise on the rv lead as well as high pacing impedance and an increase in sensing integrity counter (sic) counts, but these could not be reproduced during an examination. The device was reprogrammed to reduce the noise sensing. After the second occurrence and the scheduling of a follow-up appointment, the patient experienced multiple inappropriate shocks that brought them to the emergency department. The device memory was interrogated and troubleshooting performed. Fluoroscopic examination was performed and all connections appeared as expected. The physician decided to replace the lead and device. During the replacement procedure, the physician commented that the setscrew wrench didn't "catch" for about one half turn. The rv lead and ICD were removed and replaced. No further patient complications have been reported as a result of this event.